Event description:
Pelvic pain,leg pain and varicose vein, hair loss, rash and itching, painful intercourse, severe menstrual cramps, heavy bleeding lasting more than 1 day, swollen uterus during menstrual cycle, migraines, blood clots during menstrual cycle, nausea, lower back pain and severe cramping.